Event description:
It was reported that during a breast biopsy this demo unit would not started normally. There was no adverse pt consequence.

Manufacturer narrative:
(B)(6). Info anticipated, but unavailable at this time.